Manufacturer narrative:
Med watch number: mw5058294. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical device (unk_saline implants, date of implantation: 1996) has experienced breast implant deflation . The patient was required medical device removal (2004). No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated.